Event description:
It was reported that the customer noticed insulin in the reservoir compartment. No additional info was provided at time of call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.